Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and we are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod they had an infection at the insertion site (abdomen). The patient experienced pain and redness at the insertion site. In addition when the pod was removed from the infusion site (abdomen) it was found to have the needle showing, thus the needle had not retracted. Once at the hospital the patient had emergency surgery for the infection. The patient was given intravenous fluids and antibiotics. The patient was released from the hospital after 2-3 days.